Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure exceeded alarm occurred during a routine hemodialysis treatment in 2008, and unrecoverable venous air alarms occurred during a routine treatment three days later. Rinseback was not performed resulting in an estimated blood loss of 190cc for each treatment. The pt did receive a blood transfusion. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss events are attributed to the operator not performing rinseback as directed in the user's guide. Facility staff attributed the alarms to issues with the pt's access. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.